Event description:
The risk manager at the hospital reported that the device broke during use and that a little ceramic broken part had been lost.

Manufacturer narrative:
Additional information will be provided once investigation is complete.